Manufacturer narrative:
The device was returned to the MFR for investigation and a sample was collected for further analysis. This report will be updated when the investigation is completed.

Event description:
It was reported that the handpiece was leaking a pink substance. This was found in sterile processing. There was no pt involvement or adverse consequences.